Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the chronometric stago method. The meter result was 2.9 inr and less than 3 hours later the laboratory result was 1.8 inr. The patients therapeutic range is 2.5-3.5 inr. There was no allegation that an adverse event occurred.